Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and after withdrawal of the device, the tip of the stent struts were found lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned to the complaint investigation site (cis) therefore device analysis could not be performed however procedural media was received by the complaint investigation site with the complaint device. A cd was received by galway cis which contained 32 series of angiographic images, dated 26 may 2020. A guide catheter was in position at the lm ostium and contrast flow assessment of the left main arteries showed a guidewire positioned in lad with a constriction region, identified as the lesion site, in the mid lad. A stent is seen placed at the lesion site covering the lesion however it not deployed, and it is withdrawn. Pre dilations are carried out at the lesion site and another attempt to deliver the same stent or another stent of the same length at the lesion site is made but again it is not deployed, and it is withdrawn. A different stent (of shorted length) is seen placed and deployed at the lesion site followed by post dilations being carried out. Two further attempts are seen using another stent (appears to be same length or same stent as initial long stent introduced) to deliver stent distally through the already deployed one however these attempts were also unsuccessful, and the stent is removed unexpanded. In the final series flow contrast assessment of lad shows restored flow in mid lad. The allegation of inability to cross the lesion site can be confirmed as the images reviewed showed 4 instances of the stent being introduced into the lad without being deployed and being with withdrawn from the vessel. A review of the media provided could not identify the alleged stent damage as no traces of stent deformation in any of the stents (deployed and undeployed) were noted in the images reviewed.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and after withdrawal of the device, the tip of the stent struts were found lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.